Manufacturer narrative:
The medical facility communicated to us that the loop wire of the pg tube was disposed. Detachment of the looped wire inside the patient has been established as a reportable event. This is considered a foreign body situation. Medical intervention via endoscopic retrieval may be required. Investigation evaluation: our laboratory evaluation of the product said to be involved found that the looped wire has separated from the feeding tube. The securing component of the looped wire remains inside the connector piece of the feeding tube assembly but the looped wire is missing. The looped wire was not returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Feeding tube separation can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(4) 2013 the following information was provided: during a gastrostomy procedure, a cook peg 24 percutaneous endoscopic gastrostomy set was used. The cord (looped wire) attached to the peg tube was broken. The physician manually pulled out the tube. The physician used another new set to complete the procedure. No section fo the device detached and became free inside the patient. At this time, the information did not reasonably suggest that the reportable event had occurred. Upon receipt of the product for evaluation on (B)(4) 2014, it was determined that the loop wire attached to the peg tube (used for placement of the tube) was not included with the returned device. Although the initial report indicated that no portion of the device remained inside the patient, information regarding the missing section was communicated back to the medical facility.